Event description:
Initial info received from a physician on 08-jun-2010. A female patient received treatment with poly-l-lactic acid (sculptra aesthetic) applied to her cheeks area in (B)(6) 2010 as a cosmetic procedure. After the first injection series, the pt experienced severe inflammation, which resulted in an abscess that had to be drained. The outcome of the event was resolved. No further relevant info was provided.